Event description:
The following information was reported to gore: on (B)(6) 2019, the patient underwent an urgent endovascular procedure to repair a possible abdominal aortic aneurysm rupture using gore® excluder® aaa endoprosthesis. A trunk-ipsilateral leg component was deployed below the renal arteries and a contralateral leg component was placed in the right common iliac artery as an extension of the ipsilateral leg without issues. After that, another contralateral leg component was deployed with the intent to push it up in the left common iliac artery. However, the contralateral leg component covered the ostium of the left internal iliac artery unintentionally. The contralateral leg component was pushed up again using a balloon, but it was not successful. The procedure was completed without further treatment. The patient tolerated the procedure. The procedure was performed using crossed limb technique. It was reported that the contralateral leg component was unintentionally placed in the left external iliac artery since the left external iliac artery might be pushed up and shortened during the pushing/advancement of the contralateral leg component.

Manufacturer narrative:
G.5. Updated.

Manufacturer narrative:
D.10. Should be blank. The device is not available. H.3. Updated. H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. H.6. Method code 2 updated. H.6. Results code 2 updated. H.6. Conclusion code 1: 22: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but is not limited to: endoprosthesis: improper component placement.